Manufacturer narrative:
This supplemental report is being filed to document the receipt of the complaint device, as well as the DHR review information. (B)(4).

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the anchor was completely broken mid-body, confirming this complaint. The proximal portion of the anchor remained intact on the inserter, and the suture remained intact on the suture mouth on the distal portion of the anchor. Lupine loop anchor breakages are typically associated with levering during insertion. However, a definitive root cause for this specific device failure cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes (B)(4) complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
Anchor breakage during insertion: additional information received via email from the affiliate on 1-6-2017. What was the type of procedure? Shoulder bancart. How was the procedure completed? Used other anchor. Were all the fragments removed from the patient? Yes. Was the original bone hole used to complete the procedure? No. Was an additional bone hole made to complete the procedure? Yes. Were there any delays, and if so how long? Yes delay for 45 mins.